Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to oncologic procedure, the component disengaged. The device was loose. Another instrument was used to complete the case. The patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to oncologic procedure, the component disengaged. The device was loose. Another instrument was used to complete the case.